Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4)failed to power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed to power up. The cause for the power-up failure was isolated to defective flash memory chips (u102 and u105) on the monitor c/a board. The root cause for the flash memory chip failure could not be positively identified. No adverse event resulted from the defective flash memory. The last pt to sue this monitor did not report any deficiencies.